Manufacturer narrative:
At this time, msi is waiting for device to be returned so an investigation can be conducted. Once the device is back and the results of the investigation are available, a final adverse event report will be submitted.

Event description:
On (B)(6) 2024, during the preparation of the surgical intervention in the operation room of the final customer "(B)(6) hospital " of the material "renew lapclinch grasper tp disposable, reference 3252-01, of the batch 00171558" it is seen that once opened, one leg of the tip is broken.